Event description:
During a code blue, the tubing from the ambu bag that connects from the wall oxygen to the bag disconnected. Staff was unable to reconnect the tubing to the ambu bag. It kept coming apart. A new bag had to be retrieved. This caused a delay in getting oxygen to the patient.